Event description:
It was reported that a patient presented with over-sensing of lead noise and inappropriate automatic mode switch noted on the right atrial lead. During the revision process, the lead was found to be fractured. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported and the patient was discharged.